Event description:
It was reported that while the physician was attempting to place a stent in the patient's basilar artery. While moving the fourth marker point toward the third marker point, the physician experienced resistance due to the tortuosity of the patient's vessel when trying to advance the stent. The physician applied more strength and the stent was released "unexpectedly" in the middle cerebral artery (mca). The stent was not deployed at the intended location. The procedure was completed with another wingspan stent. Patient is "stable".